Event description:
Disconnected the nose on the valve (catheter) was aborted. So it couldn¿t be connected with the vacuum bottle anymore. A valve change was made on (B)(6) 2014 in hospital (B)(6).

Manufacturer narrative:
(B)(4)-no sample returned by customer to aid in investigation. If further information becomes available a follow up emdr will be submitted.